Manufacturer narrative:
Follow-up #1 date of submission 12/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that 0 unit boluses had occurred. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were inspected and there were no button responsiveness issues found. The complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump has been intermittently recording "ghost boluses" of 0 units over the past 3-6 months. The patient claimed she did not program the 0 units of bolus. She denied any issues with the keypad. She stated that the pump has not been exposed to MRI or CT scan exposure; however, she admitted that the pump had x-ray exposure at the dentist's office but it was underneath the lead apron. The patient denied experiencing blood glucose excursions as a result of the reported issue. The patient was unwilling to disconnect the pump for troubleshooting with the animas customer support representative; therefore, the reported issue remains unresolved. The patient was advised of the dangers of the "ghost bolusing" issue and was advised to implement a backup plan while she receives a new pump. She declined a loaner pump and stated she will disconnect from the pump. There was no evidence that the pump caused or contributed to an adverse event. However, this complaint is being reported because the "ghost bolus" issue was not resolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.